Event description:
During explant surgery for gamma nail, the distal cross screw was fractured. The tip of the screw still remains in the patient. A second surgery will be performed to extract the tip of the screw.